Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic cholecystectomy - "the clip applier spit clips out of the jaw when being used on a laparoscopic cholecystectomy. They said that it was hard to see the end of the jaw when it was around the vessels being clipped. They felt like the clips were not ligating the vessels properly and where having problems with clips staying in the jaw. The used another 10mm clip from the same box and experienced the same problems. They informed me that they had disposed of the two clip appliers they had problems with but still had one unused clip applier from the same box. I am returning a clip applier from the same box and lot to see if their is anything possibly wrong with it since it was from the same lot." Patient status - "complete recovery."

Manufacturer narrative:
On (B)(6) 2016, applied medical issued a voluntary class ii recall of the ca090 direct drive clip applier due to increased customer feedback indicating inconsistent clip application, which has the potential to lead to unoccluded vessels. An internal corrective action request has been initiated to conduct a thorough investigation and implement appropriate corrective actions. FDA has issued recall number z-1621-2016 for this recall. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA. Reference MDR# 2027111-2016-00221.